Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation, based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Analysis of the handle noted, that the microsd card was corrupted. This was confirmed, based on log files. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. This condition would result in the handle being unable to enter firing mode pre-operatively. It was reported, that there was irregular display on the device. The reported issue was confirmed. The most likely, cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The evaluation, also detected the condition of fpga reprogram/reset failures. Functional testing found, that the handle displayed a power handle error after it initialized. The handle was connected to master control panel (mcp). And the device software blob could not be read. It was also noted, that the handle failed motor test, due to field programmable gate array (fpga) reset/reprogram failures. The most likely, cause of this condition could not be established from the information available. The manufacturing records for each device are thoroughly reviewed, prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, on charger. There was a file error message. To resolve the issue, another handle was used. There was no patient involved. Medtronic's initial evaluation of the incident device found internal components revealed, that the device had a field programmable gate array (fpga) reset/reprogram failures.